Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was aborted and arranged at another time. It was reported to philips the system table and c-arm geometry did not move. Upon troubleshooting, the philips field service engineer (fse) went onsite, checked the system log file and found [application error: post failed: ipc] and ipc could not boot up. To resolve the issue, fse re-installed the os and application of ipc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system table and c-arm geometry did not move. The device was inside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.